Event description:
It was reported that stent fracture occurred. The patient was being treated with myocardial infarction and was undergoing percutaneous coronary intervention. A 3.00 x 16 synergy drug-eluting stent was deployed in the middle to proximal left anterior descending artery. The focal lesion was then post-dilated with a 3x12mm nc balloon from the distal to proximal stent. However, during stent boost, the proximal segment was found to be fractured. The physician decided not to cover the fractured area; instead, the physician planned to do imaging after three months and kept the patient under observation. The procedure was completed successfully. No patient complications were reported.